Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an inaccurate measurement was present. On (B)(6) 2017, the patient was admitted to the hospital and her sensor was recalibrated via echo/non-invasive approach. The patient passed away three days later while hospitalized. The cause of death is unknown at this time.

Event description:
Follow-up revealed the patient's cause of death was believed to be (surgical) procedure related.